Event description:
The event was reported by the implant surgeon and two interventional cardiologists. Reportedly, the patient is a (B)(6) boy, weight (B)(6), who is status post tricuspid valve replacement (19mm perimount) and pulmonic valve replacement (21 mosaic) about six months ago. Both valves have developed severe, mixed stenosis and regurgitation, and the patient is deemed too high risk for a conventional redo double valve replacement operation. They had specific questions regarding a double valve-in-surgical-valve (visv) procedure. They were advised that the procedure they intend is an off-label use of our product and unless they see no other option for their patient, the recommended approach is a conventional redo double valve replacement. It was also stated that the visv procedure has been associated with significantly high mean valve gradients in the aortic position, and this may also translate to other valve positions. They acknowledge this but state that their patient is too high risk. As per the implant surgeon, the patient was born with dysplastic tricuspid and pulmonary valves. He does not have a good explanation for the early deterioration. The implant date was not provided and there is currently no information regarding replacement of the device in the tricuspid position. No information regarding the current medical intervention has been provided.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The implant date was not reported; therefore, the implant duration to date and the age of the device cannot be calculated. The device will not be returned for evaluation because it remains implanted and there is no information suggesting the device will be explanted. There is no information regarding the condition of the device. There is no echocardiography or operative information provided. Stenosis can be due to many factors depending on the implant duration including but not limited to: calcification, thrombosis and pannus. Due to the short length of implant, there is no information to suggest that the reported stenosis and regurgitation is from calcification. Without additional information from the health care provider, we are unable to conclusively determine root cause for the reported stenosis. It was also reported that this device, which is intended for use in the aortic position, was implanted to the tricuspid position. There may be instances where the lower pressures in the tricuspid and pulmonary position may present as regurgitation due to the valve's inability to close properly. This is not due to a device malfunction.